Event description:
It was reported that this pacemaker exhibited pacing issues. The patients advocate stated it only delivered pacing at 40 beats per minute (bpm). A non boston scientific product was implanted. This pacemaker was left implanted in the patient. No additional adverse patient effects were reported.